Event description:
A customer contacted beckman coulter inc., (bci) regarding glucose (glucm) result that did not match when run in duplicate mode on unicel dxc 800 pro synchron clinical systems for one patient. Original sample was re-tested on a different instrument and obtained results were reported out of the lab. Patient results are shown. No erroneous results were reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse did not replace any hardware. Glucose channel was running within established specifications when the fse arrived. Root cause of this event is unknown.